Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 1.5 mg/ml of dilaudid at 0.6074 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that the patient was hospitalized at the beginning of 2016. No other information was provided. The original source document contains information that was unrelated to this event and was omitted. See manufacturer report 30042091 78-2016-26390 - empty pump; w/d; seizures.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the pump went empty, and the patient experienced withdrawal and seizures. The patient was hospitalized due to the seizures. It was unknown if the seizures were related to the pump. The patient was given oral medication; the withdrawal and seizures were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.